Event description:
It was reported that a user experienced persistent hyperglycemia after initiating ilet pump therapy, with blood glucose reportedly in the 300s and one infusion set noted with a bent cannula; the user changed infusion sets multiple times and expressed concern about supply sufficiency. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with assignment for additional training, without alerts or alarms and without hospitalization. Investigation included user interview, review of device use and infusion set performance, and internal clinical review. Investigation of this case revealed an unclear cause of hyperglycemia, with a contributory factor of a bent infusion set cannula affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.